Event description:
The pt was reportedly experiencing sound quality issues and pain at the implant. External equipment was exchanged; however, this did not resolve the issue. The pt's device was explanted.